Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a left common iliac artery aneurysm with gore® excluder® aaa endoprosthesis. After a trunk-ipsilateral leg component and a contralateral leg component were implanted, intra-procedure imaging showed a proximal type I endoleak. An aortic extender component was additionally implanted and touch-up ballooning was performed. However, the endoleak persisted. The physician then elected to implant a stent (palmaz xl) to resolve the endoleak. When a non-gore sheath was being advanced into the aorta, the aortic extender component was moved proximally by the sheath, and lower left renal artery was covered. Although blood flow to the left renal was still observed, the physician elected to implant a stent (genesis) inside the lower left renal artery. The palmaz xl was then implanted inside proximal portion of the trunk-ipsilateral leg component. The endoleak was finally resolved, and the procedure was concluded. The patient tolerated the procedure